Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessel morphology was reported as a minimal infrarenal aortic. It was reported upon final angiogram there was a proximal type I endoleak (MDR- 2953200-2009-00453). The physician elected to place a 28 aneurx aortic cuff, however, the endoleak did not resolve. The physician used a reliant balloon to inflate the aneurx device however, during the inflation of the aneurx cuff the aortic cuff and the bifurcated stent graft were moved down 1 cm. The physician then placed a 26 talent aortic cuff and there was still a type I endoleak (MDR- 28953200-2009-00455). The physician implanted a zenith cuff however, the type I endoleak still did not resolve. It was reported four days post stent graft implant, the physician elected to remove the stent graft system from the pt. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Conclusion: (minimal infrarenal aortic neck).